Manufacturer narrative:
The technician inspected the unit and found no issues with the function or operation and confirmed all door obstruction safety bars were operating to specifications. The unit was returned to service. The amsco 5052 washer/disinfector operator manual states, "personal injury and/or equipment damage hazard: "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction" and "if an obstruction occurs and that the chamber door is not fully open, press emergency stop pushbutton prior to removing obstruction." A steris account manager provided in-service training on the proper use and operation of the amsco 5052 washer/disinfector, specifically on the proper loading of the unit and operation of the door. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that an employee was attempting to remove an obstructed rack from inside the amsco 5052 washer/disinfector chamber when the door came down and contacted the employees hand. The employee sought and received medical treatment, however it is unknown what type of medical treatment was administered.